Manufacturer narrative:
As reported, after a saber rx 5mm 30cm 155 percutaneous transluminal angioplasty (pta) was delivered to the lesion for inflation, it ruptured. It was replaced with a new saber pta. The procedure finished successfully. There was no reported patient injury. The target lesion was the superficial femoral artery and was heavily calcified.  The patient¿s information, patient¿s vessel level of tortuousness and rate of stenosis was unknown.  There was no difficulty removing the product from the hoop.  There was no difficulty removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  The device prepped normally.  No kinks or other damages noted prior to inserting the product into the patient.  The device was used with a non-cordis guiding sheath. The balloon was removed intact (in one piece).  Additional procedural details were requested but are unknown.  The device was not returned for analysis. A device history record (DHR) review of lot 17628255 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics (heavy calcification) may have contributed to the reported event. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, a non-cordis guiding sheath was inserted, and a saber rx 5mm 30cm 155 pta was delivered to the lesion for inflation but it ruptured. It was replaced with a new saber pta. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis.  The target lesion was the superficial femoral artery and was heavily calcified.  The patient¿s information, patient¿s vessel level of tortuousness and rate of stenosis was unknown.